Event description:
It was reported that the continuous flow failed on the patient. The event occurred while in use with a patient at the emergency center. Medical intervention was required. Took patient off vent and placed on different device. There was no harm to patient, device was placed out of service.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, postal code, country: corrected. D9. Date returned to mfg: 04-sep-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported recall/remediation. It was stated that continuous flow failed on the patient. It was confirmed that the device was not ventilating correctly. The root cause was the o-ring in the input manifold. Replaced o-ring in input manifold, tidal volume had no rebound, applied loctite to patient outlet connector. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.